Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the arrow button on insulin pump was unresponsive and sticky and screen was harder to see due to rainbow effect. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap and cracked battery tube thread noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No display anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).